Event description:
Reportedly, during the in-clinic follow-up, inappropriate atp delivered on supravetricular tachycardia has been seen in the device memory. The ICD is single chamber ICD and without the morphology criterion, it is difficult for the discrimination algorithm to be 100% accurrate.

Event description:
Reportedly, during the in-clinic follow-up, inappropriate atp delivered on supravetricular tachycardia has been seen in the device memory. The ICD is single chamber ICD and without the morphology criterion, it is difficult for the discrimination algorithm to be 100% accurrate.

Manufacturer narrative:
The review of provided data confirmed the reported issue. The subject device is paradym vr s/n (B)(6). It has been implanted on (B)(6) 2013 and connected to an ICD from sjm (abbott), primo implantation. The data from (B)(6) 2024 were provided: - the electrical measurements are good. The device sensed spontaneous ventricular activity from 19 october 2023 to 17 october 2024. - the trends over the last 6 months for impedance and detection are good. - one episode on (B)(6) 2024 was treated by atp, the episode reported in the complaint: the episode shows atrial fibrillation and then most probably atrial tachycardia, stable and misclassified with ventricular tachycardia. As long as the rhythm is atrial fibrillation (unstable), there is no misclassification. When the ventricular rhythm becomes stable, most probably due to atrial tachycardia at the atrial level, the rhythm is misclassified as ventricular tachycardia and treated. The ventricular rate is 170-175 bpm. The device functioned as per specifications. The vt zone is programmed from 170 bpm, slower than the esc recommendations (185 bpm), most probably because the patient is known for previous vt at 175-180 bpm. The vt persistence is already long (50 cycles), and the long cycle persistence extension is at the maximal value (16 cycles). In the event the patient is not known to have ventricular tachycardia at 175-180 bpm, the vt zone could be increased above the atrial tachycardia rate. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.